Manufacturer narrative:
During the processing of this complaint, attempts were made to obtain complete event, patient, and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: unk, symptoms/ae: dissection, time of symptoms/ae:during vessel closure; it was reported that a physician, currently in training with the prostar xl, attempted an arteriotomy closure of the left common femoral artery following an abdominal aortic aneurysm procedure. The prostar was inserted via a 9f introducer sheath in a pre-close procedure without an angiogram. To implant the endoprosthesis, the 9f sheath was exchanged for an 18f sheath =. At the end of the closure procedure, the suture knots were pulled to the arteriotomy, but they were unable to achieve hemostasis. The vascular surgeon decided to manually suture the arteriotomy. During artery exposure, it was noted that the cfa (common femoral artery), which was reported to be quite small, had been dissected, "possibly due to a prostar needle passing through plaque on the posterior wall of the artery." The surgeon repaired the dissection and sutured the arteriotomy to achieve hemostasis. Though requested, no additional info is available.